Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the battery life was less than expected. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/08/2017 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed multiple cs 128 call service alarms associated with drastic voltage drops. During a visual inspection of the pump, no damage was found to the battery compartment, and the battery cap secured properly to maintain power. The rewind, load, and prime steps were completed with all electrical current draws reading below specifications. The complaint was duplicated. The pump case was removed, and evidence of moisture ingress was found on the cgm module. The module was disconnected from the printed circuit board, and all current draws returned within specifications.